Event description:
Per the clinic, the patient experienced an extrusion of the electrode array into the external ear canal. The device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.